Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that the system was having intermittent tracking ability with the flat emitter. This was usually in the center of the tracking volume. The shavers tracked normally. There was no reported delay and no reported impact to patient outcome. A representative was onsite to troubleshoot. They were only having issues with long hind tracked instruments in more superficial anatomy. Nipt values were .5-.6. Anything below the nose experiences tracking issue with hind tracked instruments. This was tested on plastic surfaces. The representative tested with a 70 degree suction. The emitter was on the bed within the nose, with metal interference with 1.5 value. The flat emitter on the bed top of the lip had a 2.4-2.5 metal interference which can cause intermittent tracking, and tracking issues at the chin under the nose were 3.0. The flat emitter was moved down to where the spine would be and the metal interference jumps to 10. Nipt was .57. The flat emitter on the plastic testing surface within the nose was .7 metal interference. Flat emitter on plastic testing surface on top of the lip was 1.9-2.2 metal interference. The flat emitter on plastic testing issue at the chin/ under the nose was 2.1 and nipt was .23. The representative reported that 1.0 metal interference value difference on the bed, can cause issues when not deep in anatomy. The representative recommended bed risers to distance/ gel pads. The representative was going to test with a different flat emitter for further testing.

Manufacturer narrative:
Concomitant medical products: product ID: emitter 9733752r flat calibrated. No parts were returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the flat emitter was replaced. The system then passed the system checkout and was found to be fully functional. B01, c07, d02 applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.